Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, inaccurate results were received for 20 tubes as a result of oil leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of march 2026. At this time, further testing is not indicated. Further clinical testing could not be performed as the erroneous analyte(s) were not provided. The specific analyte(s) must be provided to perform further testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes oil gel globules and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.